Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: chr review confirmed that there were no other similar reported events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined as insufficient information was received. Further information such as primary operative report, pathology repot, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patients left knee is infected. Removing implants and replacing with antibiotic spacers. No lab reports, no document reports, no lab reports, no pre/post op reports available per hospital policy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: triathlon cr fem comp #5 l-cem; cat#:5510f501; lot#:ay98p, triathlon prim cem fxd bplt #5; cat#:5520b500; lot#: asf3d, triathlon asymmetric x3 patella; cat#:5551-g-350; lot#: idwd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patients left knee is infected. Removing implants and replacing with antibiotic spacers. No lab reports, no document reports, no lab reports, no pre/post op reports available per hospital policy.